Event description:
Prior to an unspecified treatment procedure, the coating on part of the choice pt guidewire peeled off when wiped with gauze soaked in a saline and heparin solution. Another guidewire was used to complete the procedure. No patient injuries or complications were reported.